Event description:
The pt originally had implants inserted by physician in georgia in 1986 - per md office. The pt rpesented with possible leaking implants. She had an MRI at another facility which confirmed this. 11/9/95 pt underwent removal. Implants were intact per operative note.